Event description:
Patient report had "gone from some level of restriction to virtually no restriction" and the physician confirmed "the device (is) leaking (will) undergo x rays to establish where the leak is but suspects the port." The patient had been stable at 6.25ml and only 5ml was found, surgeon topped up to 6.0ml, returning five weeks later 4ml was found.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not rec'd the device nor performed analysis at this time. The reporter has just give allergan permission to contact the physician to confirm the reported events. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."